Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed a groshong nxt clearvue catheter inserted into a patient with a break in the catheter tubing just distal to the connector strain relief. No details of the break in the catheter could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported complete catheter fracture occurred at the junction between the decompression sheath and the catheter 10 days after placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.